Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 201 4 due to therapy upgrade with laser lead extraction. The physician was dr. (B)(6) at (B)(6) hospital in jackson, tn. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).